Event description:
It was reported that the patient's spasticity was not adequately controlled. The healthcare provider (hcp) was unable to withdraw or push anything through the cap (catheter access port). Drug delivered via the device was noted as lioresal. It was also added that patient at one point had 4,000 mcg/ml of baclofen (it was not clarified if lioresal) and later was switched to 2,000 mcg/ml gablofen. The pump was replaced; rotor or catheter dye studies were not performed.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. During analysis in the lab , the cap (catheter access port) proved to be patent.